Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump passed the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and dat test. The device properly communicated and calibrated with the glucose sensor simulator and there were no sensor anomalies. The insulin pump was received with the auto mode feature functioning properly. The device had a corroded battery tube, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. The device did not meet specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 1pm with blood glucose of 230-300 mg/dl. Patient's blood glucose at time of incident: 430 mg/dl. Customer¿s current blood glucose is 153 mg/dl. The customer experienced symptoms such as vomiting, tired, throat and chest hurt, hurt to breathe. The customer was treated insulin drip, and fluid IV. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer reported that insulin pump had cosmetic damage due to car accident. Customer reported location of the damage was keypad and screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Correction: the information provided was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.